Event description:
Upon completion of a sphincterotomy the cutting wire was noted to have broken and was located in the minor papilla of the pancreatic duct. Since it was broken at the proximal end, the broken cutting wire was removed from the duct without trauma. It was then removed from the scope without further incident.